Event description:
Prepared to instill moisturizing eye drops from a unit dose. Intense stinging & burning on insertion of drops in first eye, so immediately irrigated with contact solution -renu- which resolved the burning & stinging. Looked at droperette which said in embossed letters the same color as the plastic -clear- "boston one step liquid enzyme." Then copiously re-irrigated eye. This unit dose is packaged exactly like thera-tears advanced vision research eye lubricating drops with embossed clear letters. It is also packaged like allergan refresh plus -although this has a white product label -which is also a lubricating eye drop. This similar packaging is very dangerous and could have led to serious eye damage. Product belonged to another member of the household who used different type solutions related to different type contact than this person.